Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient stated after he received a shock the cardiac resynchronization therapy defibrillator (crt-d) started to beep. The patient was brought into the clinic and upon interrogation it was noted there were fault codes present and the device had entered safety core mode. The crt-d was explanted the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified no anomalies. Lead seal witness marks indicate that the defibrillation lead was not fully inserted but was inserted far enough into the header for the setscrew to engage the lead tip. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2016 after a shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged. The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to enter safety mode because it could not successfully complete charging within 30 seconds. Review of the daily shock impedance measurements for the past year was steady and ranged between 50 and 67ohms until (B)(6) 2015 when a 24 ohm shock impedance was recorded. Two additional low shock impedances were recorded; one on (B)(6) 2016 which had a 3 ohm shock impedance and then on (B)(6), a 1 ohm shock impedance was recorded.

Event description:
--